Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section and update section. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during the procedure, when deploying the angio-seal device, they felt like they were not pulling back correctly. They were experiencing a lot of resistance while pulling back and needed to release early and manually tamp. It was reported that the anchor broke off. Blood loss was reported to be less than 250cc.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to update and provide the completed investigation results. One 6fr angioseal evolution along and the plastic header bag were returned for evaluation. The carrier tube/handle assembly was returned mated with the hemostasis sheath and the tamper tube was exposed. The compressed collagen hung at the tip of the tamper tube. The anchor could not be located and was likely detached from the suture/collagen. The device was in full rear lock position and both the colored bands were visible on the deployment sleeve. The device was visually inspected and no damage or deformations were noted. The button of the device was 'hard' upon receipt. The device was then examined under fluoroscopy and the gear teeth was checked for proper mating and alignment. No anomalies were noted. For functional testing, the button was pressed and the suture unwound as intended. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results the excessive withdrawal forces experienced in the reported event was likely due to the suture not unspooling which in turn occurred due the failure of depressing the button on the handle. However, the exact cause of the reported event cannot be definitively determined based on the available information. The angioseal evolution IFU states: "once hemostasis is achieved, do not intentionally continue to pull beyond the proximal end of the colored compaction marker in order to prevent anchor deformation and/or collagen tearing." When hemostasis is achieved, push and hold the suture release button, and pull back until the suture is exposed. This will release the remaining suture within the device handle, and remove the compaction tube from the tissue tract."

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide patient information to include "required intervention to prevent permanent impairment/damage", and to provide additional event information in section b5.

Event description:
Additional information was received on november 19, 2018. The procedure being performed was a left heart catheterization. It is unknown what size procedural sheath was used prior to the angio-seal. A pre-deployment angiogram performed was performed. Sheath exchange done as normal, arteriotomy located and arteriotomy locator/guidewire removed. Angio-seal evolution device inserted as normal to angio-seal sheath. Angio-seal device was coupled with angio-seal sheath, angio-seal device pulled back with audible and tactile "click", upon withdrawing whole unit to deploy increased resistance (more than normal) noted, slowed the pull back, still a lot of resistance, device completely pulled out upon resuming pull back. Collagen noted on end of device, but no anchor plate noted. Manual pressure held to achieve hemostasis. The patient was reported to be stable, and distal pedal pulses were intact. The procedure was a success. Additional pull force used during deployment. The lead technologist stated that it is assumed subcutaneous given that it's not on the end of the suture and the patient's distal pedal pulses were still intact. The collagen was noted to be stuck on the end of the angio-seal device. The lead technologist noted that the anchor did not appear to be on the end of the device. The location of the anchor is unknown, and assumed subcutaneous since it did not appear present on the device and there was no flow disruption to the extremity.